Event description:
It was reported the tlh60 was used during low anterior resection. It was reported after firing the device below the tissue to be resected, the surgeon transected and opened the jaws. When the surgeon inserted his finger into the patient's rectum is was discovered the lumen was completely open. Later the surgeon found staples in the patient's abdomen that were completely unformed. Approximately six staples were removed from the abdomen. The lumen was closed with suture. The case was then compelted with the ecs29. There was no consequence to the patient.